Event description:
The customer reported r flag on hemoglobin quality control (qc) and low hemoglobin results for three patients involving the unicel dxh 800 coulter cellular analysis system. The customer performed system diagnostics and stated hemoglobin results did not correlate. The field service engineer (fse) reviewed the control log and observed r flags on hemoglobin qc, levels 1 and 2, with results recovering low out of range. The fse reanalyzed the controls and observed r flag on 6c control level 1 only; although flagged, the result value was within range. The fse did not find a cause for the issue but performed associated maintenance and troubleshooting measures including completing hemoglobin blank test, bleaching cuvettes, and performing system shutdown and startup. Controls were analyzed with no r flags; reproducibility and controls recovered within specifications. The customer indicated there was 1-2g difference in results between duplicate runs. The erroneous results were not released out of the laboratory. There was no patient impact. The instrument was in normal operation.

Manufacturer narrative:
A definitive cause of the event is unknown.